Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, there was bleeding from the pulmonary artery (pa) when an assistant approached the blood vessel with a signia instrument (a 3rd-party manufacturer product) during pulmonary vein (pv) treatment. The surgeon had reportedly commented that the bleeding was not caused by the robot. The bleeding was initially controlled using the da vinci surgical system. However, when the lungs were expanded, the bleeding started again. The robot was then undocked and the subsequent bleeding was controlled with a video-assisted thoracoscopic surgery (vats) forceps instrument. At that point, the small thoracotomy was extended and the case was converted. The amount of bleeding was approximately 800 ml and it was indicated that no blood transfusions were administered. The surgeon¿s opinion was included within the initial reporting of the complaint to intuitive surgical, inc. (Isi) and is as follows: "because of an event caused by a stapler made by another company, we can deny the relevance to da vinci products."

Manufacturer narrative:
Based on the current information provided, the intra-operative complication can be attributed to the use of a 3rd-party laparoscopic stapler instrument. The surgeon indicated that there was no relationship between da vinci products and reported event. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. A review of the system and instrument logs was performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the customer¿s claim that there was no system issue during the case. The log review revealed that a 30-degree endoscope, cadiere forceps instrument, permanent cautery spatula instrument, fenestrated bipolar forceps instrument, and vessel sealer extend (vse) instrument were installed and used during the procedure. All reusable instruments used during the case have been use in subsequent surgical procedures without reported issues. The vse instrument is a single-use instrument and had no complaint made against it. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, pa bleeding occurred following 3rd-party instrument approach by an operating room (or) assistant. While it was indicated that the da vinci surgical system, instruments, and/or accessories did not cause the reported bleeding, the procedure ultimately needed to be converted to another modality to address the reported bleeding.